Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
Removal of accolade ii femoral prosthesis for anterior thigh pain. We removed the accolade stem and implanted a restoration modular stem. Patient notified the doctor of thigh pain and the doctor ordered a CT scan to determine loosening of femoral component.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Removal of accolade ii femoral prosthesis for anterior thigh pain. We removed the accolade stem and implanted a restoration modular stem. Patient notified the doctor of thigh pain and the doctor ordered a CT scan to determine loosening of femoral component.